Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25116016, 25116700 and 25117075 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted and determined that there was tissue buildup and char on the heater element and within the hinge area. The jaws were cleaned and an electrical evaluation was conducted. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference extension cable, adapter cable and power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during several 5 second activations and shut off when the toggle was released. The pre-cautery test was performed 10 times over a ten minute period. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. The device was tested for temperature. This equipment is calibrated so that an indicating light turns green when the temperature is between 45 c and 65 c. The test was run and the indicating light turned green temperature was 60.0 c. The device passed the temperature test. Resistance test was also measured 0.69 ohms. The device passed the resistance test. The test for jaw force for open and close was performed, device passed the test. Based on the evaluation and test results, there were no non conformities found with the returned device. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned in the cutting/sealing of one of the tributaries early in the case. It made the remainder of the harvest very difficult because of the bleeding that occurred. No blood products had to be given. The original kit was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2015 12:09 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned in the cutting/sealing of one of the tributaries early in the case. It made the remainder of the harvest very difficult because of the bleeding that occurred. No blood products had to be given. The original kit was used to complete the case. The hospital did not report any patient effects.